Manufacturer narrative:
The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's caregiver reported via phone call that they experienced high blood glucose level of 580 mg/dl. The blood glucose is currently 367 mg/dl at time of call. The caregiver changed site and set, but forgot to fill tubing. The infusion set will be returned for analysis.